Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. There was no moisture damage on electronic assembly. Moisture damage was found on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 90 mg/dl. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that she was wearing the pump facing toward her and it was hot. Customer stated that she was sweating. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.